Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Medwatch: #mw5070451. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure a "pop and sizzle" sound was heard and it was noted that there was a hole in the fiber connector. There were no known patient complications at the conclusion of this procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.